Event description:
A pt reportedly received erythema and blistering of the skin after an MRI breast exam. On day 1, the pt was scheduled for a core biopsy with MRI guidance. The procedure was completed with no apparent complications and pt complaints. The following pulse sequences were used and start times documented: axial localizer (8:29), saggital localizer (8:30). T1 weighted saggital without fat sat (8:33), 3 x t1 weighted saggital with fat sat-1 pre contrast + post contrast (8:36), t1 weighted axial with fat sat (8:43). T1 weighted saggital with fat sat (8:53), t1 weighted axial with fat sat (8:55), t1 weighted saggital with fat sat (9:02), t1 weighted axial with fat sat (9:04). On the day 2, the pt reported redness of the skin on the far lateral side of her breast which was away from the site of the biopsy. The pt went to the emergency dept of the hosp and received IV antibiotic treatment. On day 3, the pt was discharged and sustained a large area of redness and blistering of the skin. The site physician indicated that the pt received a rf burn based on the biopsy findings and clinical circumstances.

Manufacturer narrative:
Investigation is ongoing. Ge continues to attempt to obtain additional info regarding details of the event including sar values and use of pt padding during scan.